Event description:
It was reported the patient was unable to charge their battery. The battery was reported to be sideways in the patients stomach and when the patient would lay flat on their side and put the charger to her stomach, she could only get 2 bars to charge. The patient was getting a "random signal on about the antenna" and she thought it was telling her to "turn that". The patient "did over and over" and nothing helped her get a signal or make "the signal get off the charger". The patient was at a loss on how to charge her battery and what the symbol meant. Additional information received reported the patients implantable neurostimulator (ins) was "flipping", it was "sideways and then [the patient] got it flat". It was noted the patient wanted to loose weight before going to their healthcare professional (hcp) to fix the flipping ins. The patient usually got 2 bars and then it would take 12-14 hours to charge it all the way. The patient saw a reposition antenna screen and it had been appearing for about the last 2 weeks.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 273040001, product type: accessory. Product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. (B)(4).